Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the system can't boot up. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was duplicated during lab tests. An u1303 was found defective on the returned power pca. The available information is consistent with a malfunction of the power pca. Philips cannot rule out a malfunction of the power pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.